Manufacturer narrative:
Spacelabs has launched an investigation and will file a supplemental report when the investigation is complete.

Event description:
Spacelabs received a report that on (B)(6) 2017, a monitor screen went blank during use. No injury was reported as a result of this issue.

Manufacturer narrative:
The product was received at spacelabs¿ equipment service center for repair. The reported problem was verified and the cpu pcba and sdlc connector pcba were replaced. The repaired unit passed all functional tests and was returned to the customer. This report is complete and this particular issue is considered closed.